Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm found 24-feb-2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 02/24/2023 at 13:37:49.000 and 02/24/2023 at 13:47:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2 and force sensor. No corrosion or moisture damage found on the battery tube, motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba1, pcba2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date 24-feb-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 02/20/2023 21:19:00.000 insert battery alarm was recorded and found in the formatted history file on: 02/20/2023 22:04:57.000 batteryremoved (84) 02/24/2023 13:49:21.000 batteryremoved (84) 02/24/2023 13:52:16.000 batteryremoved (84) 02/24/2023 13:52:18.000 batteryremoved (84) failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/24/2023 13:52:17.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file noted. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery does not have enough power. The customer may have used a low power/depleted battery. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/21/2023 08:10:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 02/23/2023 08:00:33.000 unable to verify sensor anomalies due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay and a scratched case. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba1, pcba2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.